Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the clinic noted oversensing of noise and loss of capture on the right ventricular (rv) lead resulting in an unknown duration of pacing inhibition. The physician was concern over a possible lead fracture. All lead numbers were within normal range, however the patient was noted to have low r-wave amplitude. A revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. Upon inspection of the removed rv lead, there was insulation abrasion near serial number and blood in the lead. Blood in the rv port of the header on the device was also observed, thus the device was electively explanted and replaced during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.